Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Synthes sales consultant. (B)(4). A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent an unknown surgery for the metacarpal with the variable angle locking hand system on (B)(6) 2018. During the surgery, a drill bit for 1.5mm screw broke when the surgeon was using it with the drill sleeve. The surgeon could not remove the fragments and they remained in the patient's body. Patient and surgical outcome is unknown. Concomitant device reported: unknown drill (part# unknown, lot# unknown, quantity# unknown). This complaint involves one (1) devices. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: the received drill bit is broken approximately 8mm from the fluted tip section. The tip was not sent back for investigation. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Material review: the used material was stainless steel 1.4112 as required and the measured harness was with 604 ¿ 612 hv10 within the specification of 600 ¿ 655 hv10. The broken surface is homogeneous what indicates material conformity as well. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Based on the provided information we are not able to determine the exact cause of this complaint. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. We conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot please note, this DHR review is for sterilization procedure only: part no.: 03.130.302s lot no.: l639095 manufacturing location: selzach supplier: frueh ag release to warehouse date: 02.nov.2017 expiry date: 01.oct.2027 non-sterile 03.130.302 / f-23248 was manufactured by supplier sphinx ag part: 03.130.302 lot: f-23248 manufacturing site: selzach supplier: sphinx ag release to warehouse date: 09.oct.2017 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material hardness criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Additional data- d10 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Corrected concomitant device reported: drill sleeve (part/lot unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Concomitant medical products: therapy date. PMA/510k. Corrected data: initial reporter: phone number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.